Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on 25-jun-2024 within 3 hours of insertion. Insertion site was thigh. Patient regularly rotate site location. Furthermore, patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The blood glucose level was 253 mg/dl at the time of event. Patient replaced infusion set and cartridge and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.